Manufacturer narrative:
The reported event was reproduced during functional testing of the autopulse platform (sn (B)(4)). The platform was unable to power on during initial functional testing. It was indicated that the on/off button is not functioning due to a defective power switch cable. As part of routine service during testing, the device was further examined and found physical damage on the front and bottom enclosure as well as the battery lock. The autopulse platform is a reusable device was manufactured on 03 mar 2008 and has exceeded its expected serviceable life of 5 years, the device is over 10 years old. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. After replacement of the power switch cable and the physically damaged parts. The platform was further functionally tested and passed all final testing criteria without any further issue. Review of the archive data found no issue. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During routine testing, the customer reported that the autopulse platform (sn (B)(4)) was unable to power on. Multiple good known autopulse li-ion batteries were inserted in the platform; however, the same issue was observed. No patient involvement.